Event description:
On (B)(6) 2012, a reporter from (B)(6) contacted lifescan alleging that the subject meter was reading inaccurately high compared to normal readings and to other meters. The reporter reported blood glucose results of 7.0 mmol/l on the subject meter compared to 6.2 mmol/l and 6.1 mmol/l on other meters: the time difference of the results was not provided. These reported results met lifescan's accuracy criteria when comparing multiple meters. The reporter also reported blood glucose result of 8.4 mmol when the expected results should be between 6.0-6.5 mmol/l. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue. On (B)(4) 2013, lifescan received the test strips involved with the complaint. The alleged inaccuracy high complaint was not confirmed; however, a secondary issue was noted during investigation. The control solution test result fell below the expected range when testing with the returned test strips. This complaint is now being reported due to the secondary issue noted during investigations.